Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Device evaluation: the 01 x zebd-5-10 zimmon biliary stent of lot number c2019236 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file captures the use of an incorrect size wire guide used with device. This file is related to the following files: (B)(4) / 3001845648-2023-00640 : stent kinked/bent. (B)(4) / 3001845648-2023-00669: incorrect wire guided used unknown lot number. Manufacturing records: prior to distribution, all zebd-5-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the work order for lot c2019236 did not reveal any discrepancies that could have contributed to the complaint issue. The failure has not previously occurred with lot c2019236. Based on the information to date, there are no manufacturing issues associated with lot c2019236. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. The japanese packaging insert ((B)(6)) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could be attributed to user error and the use of a smaller than required size (0.025 inch) wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wire guide was used with the replacement stent. A CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Corrective action/correction: a CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: failure identified: smaller than required size wire guide used with device. Confirmed quantity of 01 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error attributed to the use of a smaller than required size wire guide. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used with the replacement stent. A CAPA has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
When the user attempted to straighten a pigtail part of zebd-5-10 with a straightener, it got kinked ((B)(4)). He continued procedure with that stent and attempted to insert a wire guide, but it couldn't ((B)(4)). So he completed the procedure with another same rpn (lot# unknown) ((B)(4)). No health hazard. 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact when the user attempted to straighten the pigtail part with the straightener. 2 what was the target location for the stent? Bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* boston scientific/endoselector 025inch. 5 was the wire guide lubricated prior to use? Unknown 6 was the device at the centre of the complaint inspected for damage prior to use? No 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? The user finished the procedure with another same rpn (lot# unknown) 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/jf-260v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 6 was resistance encountered when advancing the wire guide to the target location? Unknown 7 was resistance encountered when advancing the introduction system in place to the target location? No 8 how did the physician deal with this resistance? 9 how did the physician determine the length of the stent to be used for the procedure? 10 where was the stricture located in the duct? 11 was the stricture dilated prior to placing the device? Unknown 12 was resistance encountered when advancing the stent through the obstructed area? Unknown 13 after placement, was stent position verified? Yes 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? No 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 29 if yes, please specify what was observed and where on the device it was observed. Additional information received on 03-aug-2023 0.25 inch wire guide used with replacement device ((B)(4)_additional information received on replacement device_0.25inch wireguide used_sc_(B)(6)2023)